Event description:
On (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation(mr) for a mitraclip procedure. One mitraclip was successfully implanted. On approximately (B)(6) 2023, worsening mr was observed. The patient remained asymptomatic and was under observation. On (B)(6) 2025, a second procedure was scheduled to treat recurrent mr. Transesophageal echocardiogram revealed the previously implanted clip had torn the leaflets. The mr was severe. In physician's opinion, placement of another clip was inappropriate as it would have widened the tear further. The procedure was terminated. The mr was unchanged. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The reported mitral valve insufficiency/regurgitation was due to a tear in leaflet. Tissue injury and mr are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.